Manufacturer narrative:
Conclusions: device investigations of the received parts did not reveal any device defect or problem which is expected to have been present whilst implanted. The observed damage is most likely attributable to the explantation surgery. According to the received information from the field, the recipient was not satisfied with the position of the implant housing as it was too close to the ear. At explantation it was possible to shift the device with palpation and the recipient was often pressing with the fingers on the implant site, hence the device possibly moved from its intended position because of external manipulation. During explantation surgery, damage to the active electrode was noted; however during investigation no such damage could be observed as part of the electrode has not been returned. This is a final report.

Event description:
The user was not happy with the placement of the implant. Reportedly it was too close to the ear to wear a sonnet 2 processor. The user often pressed the fingers over the implant and electrode lead. It was unclear at that time if there has been any additional migration of the housing from its original position. The user was re-implanted. According to the device explant report form, it was possible to shift the device sideways or back and forth while palpating the implant before explantation.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was not happy with the placement of the implant. Reportedly it was too close behind the ear for him to be able to wear a sonnet 2 processor. This was confirmed by the surgeon. It is unclear if there had been any additional migration of the housing from its original position. The user often pressed his fingers over the implant and electrode lead. The user was re-implanted on (B)(6) 2020.